Event description:
A malfunction alarm was reported with the code malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.